Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterilization method: sterile, sterilized by g radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series is composed of tube body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: tube body ¿ natural latex. Inflation cone interface ¿ natural latex. Deflation cone interface ¿ natural latex. Flushing cone interface ¿ natural latex. Balloon ¿ natural latex. Valve ¿ polypropylene. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Cautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having petroleum base. They will damage latex and may burst balloon. Water-soluble lubricant can be used. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box. Cautions: federal (USA) law restricts this device to sale by or on the order of a physician."

Event description:
It was reported that on (B)(6) 2021, the patient was given auxiliary urination and urinary catheterization treatment. A single-use sterile urinary catheter was inserted into the urethra after normal operation. Upon inflation the balloon was found to be leaking. It was replaced with a new one-time sterile urinary catheter immediately. The patient's urethra was damaged due to the second insertion of the urinary catheter. No medical intervention was reported.